Manufacturer narrative:
(B)(4). Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. Return of the otw trek catheter used in the procedure may have aided in the investigation and determination of cause. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use and a product deficiency did not contribute to the reported difficulties. It is possible that the balloon material was damaged (scratched) during interactions with accessory devices, or the lesion/anatomy, such that the balloon ruptured. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for balloon ruptures for this lot. There is no indication of a lot specific product quality deficiency. In this case, without the product to examine, a definitive cause for the reported balloon rupture cannot be determined. This type of reported event will continue to be monitored. All balloon catheters are 100% visually inspected and leak tested prior to packaging during manufacturing. Additionally, a sampling of units is destructively tested to verify rated burst pressure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that the balloon catheter was inflated to 8 atmospheres without any issue; however, when the site tried to inflate the balloon a second time, the balloon would not inflate. Outside of the patient, a hole was found in the balloon. There were no adverse patient effects. No additional information was provided.